Event description:
It was reported that the patient¿s lead had migrated. The patient underwent surgical intervention on (B)(6) 2022 where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include lead, model; mn10450-50a UDI; (B)(4), serial:(B)(4), batch:8176951.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.